Manufacturer narrative:
Upon complaint review, it was determined that the device code for the additional failure found during service and evaluation - motor power too low was inadvertently missed in the previous follow-up report. The device code for motor power too low, which is output below specifications has been added in to reflect this correction. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
During further evaluation, it was observed that the device failed pre-tests for check the power with test bench: min. 110 to 160 w, check function of soft mode switch (safety system) and check for air leak. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power was too low , motor lacked power and trance of blows on the casing on the compact air drive device. It was reported in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.